Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2002 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe pain, continued incontinence, and mesh erosion on the left side of the implant. On (B)(6) 2007, it is alleged plaintiff underwent additional surgery to remove the eroded mesh. Plaintiff's attorney also alleged plaintiff suffered injuries, including but not limited to, pain, worsened incontinence, urinary problems, erosion, disability, and other permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.